Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the vessel tortuosity was normal. The cause of the entrapment/stretch was not determined. There were no other issues identified with the stent/catheters used during the procedure.

Manufacturer narrative:
H3: product analysis #706949826:¿ equipment used: vis (m-78210), 203cm ruler (m-83360) ¿ drawing(s) referenced: none ¿ as found condition: the cello balloon guide catheter was returned for analysis within a shipping box and a folded inner pouch (5300421). ¿ damage location details: no damages were found with the cello main lumen catheter hub. The inflation port was found still attached to the balloon lumen hub. The cello catheter body was found kinked at ~21.5cm, ~23.0cm, and ~71.5cm from the proximal end of the catheter hub. The balloon was found folded and deflated. ¿ testing/analysis: the cello balloon guide catheter was sent to fuji corporation for further investigation. Per the investigation report, ¿on the visual appearance of the actual sample returned, the balloon was folded and deflated, see photo 1. When injecting air into the balloon, the balloon was inflated as normal, see photo 2. When measured, the outer diameter of the outer shaft was 2.85 mm where the balloon bonded part that is the maximum outer diameter, which was about median of the specification. For the outer diameter of the inner shaft, any abnormality was not observed.¿ ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter entrapment/difficult removal¿ and ¿catheter stretched/ flattened¿ reports could not be confirmed. During the analysis, the cello balloon guide catheter was found kinked with the balloon folded. The cello balloon guide catheter was sent to fuji corporation for further investigation. Per the investigation report, ¿based on above investigation findings, any abnormality such as the catheter was entrapped to a sheath was not observed, therefore we could not reach to identify the cause.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a cello catheter stretched/entrapped at the distal end during removal. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a mechanical thrombectomy. The access vessel was the right carotid (access vessel diameter unknown). The catheter was entrapped to long sheath and difficult to remove. Distal tip of the catheter was also stretched. According the doctor this was the first time they encountered this after so many cases of using cello with a long sheath. After they replaced a new cello balloon, it worked successfully. There was force applied during delivery/removal. The catheter tip was entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. It was entrapped in the long sheath. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices: sheath arrow long sheath, guide catheter cello balloon guide cath, microcatheter rebar, guidewire avigo, other de vice(s) used medtronic solitaire x 4mm x 40mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.